Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center. During the device evaluation, the technician confirmed no particles in the air path and secondary findings was observed. Additionally, five error codes were identified, and dust was found. The device was corrected. The third-party service center concludes that they couldn't confirm the customer's allegation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.